Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code 4581 posterior capsule opacification was inadvertently not included. Therefore, clinical code 4581 is captured in this supplemental report. The following section has been updated accordingly: section h6: health effect - clinical code: 4581 posterior capsule opacification (pco). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age: unknown/not provided. Date of event: exact date of onset of symptoms is unknown, not provided. Best estimate is between april 1, 2019 - january 2021. If explanted; give date: the lens remains implanted, therefore not explanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A report was received that the doctor implanted zxr00 symphony intraocular lens (iol) in the patient's left eye on (B)(6) 2019. He chose symphony and not trifocal iol because of high order aberrations hoa (borderline). Post-surgery refraction was plano and va (visual acuity) results are very good. The patient complains of halos and starbursts during the day and night. He was treated with yag (yttrium aluminum garnet) laser post-surgery because of beginning of pco (posterior capsule opacification), but this did not change the situation. He does not suffer from dry eye but uses eye drops to enhance humidity. Macular oct (optical coherence tomography) is ok during all period, the last one was done 2 weeks ago prior to reporting this event. Material not available for investigation as it remains implanted. Vision post-operative: 6/6. No vitrectomy required. Medication was prescribed. No additional information has been provided.